Event description:
Procedure: left hypogastric aneurysm. The icast covered stent would not track through 2 cook 7fr shuttle sheaths. The first attempt was tried through brachial access in the body. The physician was only able to advance 15cm into the sheath. Physician aborted the icast insertion at that point and removed the icast from the sheath. Second attempt was made with another 7fr cook shuttle sheath (on the table) with the same outcome. Icast only advanced "very tightly" only tracking 10-15cm into the sheath. Physician chose to upsize to an 8fr cook shuttle sheath and deployed the icast successfully to the target.

Manufacturer narrative:
Devices returned for eval: two 7fr cook shuttle introducers. In order to rest passage through the introducers, a new 9x59x120 icast stent system was removed from stock and prepped for travel through the introducers. Once full passage through the introducer was observed, stent location was verified to be between the radiopaque marker bands on the catheter shaft. It should be noted that all stent retention testing post simulated use for the v12/icast product lines is conducted through a 7fr 55cm cook shuttle introducer with a tuohy borst valve. After reviewing our quality records for this lot, no defects or abnormalities were found.